Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Initially, the fse went to the site and uploaded the system codes. It was detected alarm codes: #112, #111, #78, the equipment alarms were due to the reported failure. The fse suspected a motherboard problem. In addition, the fse stated that was unable to reproduce the reported failure. Subsequently, unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was turned on and tested before use but the unit suddenly went black and the alarm sounded long. In addition, we were informed that the iabp returned to normal after restarting. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d5, g1(contact person), h4, h6(impact codes), h10. Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse detected alarm codes: #112, #111, #78, the equipment alarms were due to the reported failure. The fse suspected a motherboard problem. Everything else was normal and the fse was unable to reproduce the reported failure. Subsequently, unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.